Manufacturer narrative:
Based on the analysis of the device logfile, the case could be reconstructed. It was found that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The replacement of the motor assembly has already solved the problem. After replacement, the device passed testing and was returned back to use with no further problems reported.

Event description:
It was reported that during operation the message "ventilator failure" was displayed on the primus towards the end of an operation. The operation was completed by means of manual ventilation. No injury was reported.

Event description:
It was reported that during operation the message "ventilator failure" was displayed on the primus towards the end of an operation. The operation was completed by means of manual ventilation. No injury was reported.

Manufacturer narrative:
The investigation was just started, the result will be forwarded after the investigation was closed. H3 other text : on-going.

Manufacturer narrative:
Based on the analysis of the device logfile, the case could be reconstructed. It was found that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The replacement of the motor assembly has already solved the problem. After replacement, the device passed testing and was returned back to use with no further problems reported.

Event description:
It was reported that during operation the message "ventilator failure" was displayed on the primus towards the end of an operation. The operation was completed by means of manual ventilation. No injury was reported.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected primus, serial no. Arwn-0212, was produced in december 2005, a unique device identifier (UDI) is not required.

Event description:
It was reported that during operation the message "ventilator failure" was displayed on the primus towards the end of an operation. The operation was completed by means of manual ventilation. No injury was reported.